Manufacturer narrative:
The cartridge was not retained for investigation. The design history file for the cartridge lot number was reviewed and met all requirements in the manufacturing process prior to release with no related defects. All available information supports that the product was functioning as designed and there was no malfunction. Biocompatibility of the device has been established. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received that a patient in intensive care receiving continuous renal replacement therapy (crrt) experienced a drop in oxygen saturation (spo2), hypotension and swelling of the upper lip approximately 2 hours after treatment commenced. The patient was treated with epinephrine 0.3 mg, solumedrol 125 mg/IV and benadryl 50 mg IV. The patient responded to treatment with a decrease in lip swelling, increased blood pressure and a decrease in his ventilatory support.